Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery, contact 6 is 40,000 ohms. Rep tried using different contacts but was unable to get patient to feel stimulation. Patient had a device replacement and rep was trying to turn his stim on at the post op today. Rep was unable to get the patient to feel stimulation even at 20v. Tried different configurations but nothing worked. A full system impedance check was done and although only one contact said ¿do not use¿ the others were very high as well. The np will speak to the physician about sending the patient to get a new paddle lead from the surgeon. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.